Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from the patient's right eye due to a refractive surprise. Account provided that the iol was replaced and sutures were placed. The patient was doing good post-operation. No further information provided.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between oct 5, 2021 and nov 2, 2021. The device is not returning for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3: gender: female. Section a4: patient weight: 125 pounds. Section a5: ethnicity/race: not hispanic/ white. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.